Event description:
The user facility reported that the optic surface of the lens is cloudy. The lens remains implanted in the pt's eye. Due to similar complaints resulting in lens explantation , facility is reporting this as a malfunction MDR.